Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes, investigation conclusions). Corrected field: d4 (unique device identifier (UDI). A getinge field service engineer (fse) evaluated the unit and during the period of an evaluation fse had replaced the ¿d670-00-1164¿ pcb, front end, rohs and fse did not have to manipulate the connector in order to produce a waveform during fiber optic test. After the repair, the unit had passed the complete pm with full functional testing, electrical tests and safety tests according to the factory specifications. The unit was returned to the customer. The failure analysis and testing department received part number: 0670-00-1164_h front-end board serial number: (B)(6) with a reported unit failure of bp port works intermittently. The failure analysis and testing dept. Performed a visual inspection of the part received and found that the board is in good condition. The failure analysis and testing department installed part number: 0670-00-1164_h front-end board serial number: (B)(6) in the cardiosave test fixture serial number: (B)(6) and tested to factory specifications per procedure (B)(4) rev. E and. Cardiosave service manual number: 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure of bp port working intermittently. Sending the board to the supplier for further analysis per procedure (B)(4) rev ar. Failure analysis received from the supplier for pn. Please see attachment. They stated the part passed with no issues. Probable root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure number: (B)(4) rev. As. The non-conformance's with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's blood pressure adapter port on front end board intermittently works. They have to hold the cable a certain way to get a blood pressure waveform while performing fiber optic tests. No patient was involved.